Event description:
It was reported that a dexcom g7 sensor had been functioning for several days but began frequently disconnecting and reconnecting from the ilet, with the ilet displaying signal loss limited to the pump connection. Symptoms included no reported adverse clinical effects, and the patient¿s blood glucose was 143 mg/dl. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education, including guidance to keep the ilet close to the sensor and consideration of sensor replacement. Investigation of this case revealed intermittent communication between the cgm transmitter and the ilet consistent with signal loss, likely related to distance or local interference, with the device hardware otherwise functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user environment or positioning leading to intermittent bluetooth connectivity.